Event description:
There appears to be a problem with the marquet servo I ventilator in its ability to hold peep, when there is a heated humidification circuit being used. We have at least three ventilators that indicated that peep was not being held at the set peep level. It does not appear to be a problem then there is a hme is being utilized.